Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11, h12. Corrected sections: d4(unique identifier (UDI) #) corrected from "(B)(4)" to "(B)(4)". The lot # 3000374237 history record review was completed. There was an ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11, h12. Corrected sections: d4(unique identifier (UDI) #) corrected from "(B)(4)" to "(B)(4)". The lot # 3000374237 history record review was completed. There was an ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.

Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cutting tool failed to generate the energy; the beeping sound was not heard when the toggle was pulled back. The toggle was non-functional and jaw was not able to open and close due to toggle. Completed the procedure with the new one. A new device was used to complete the procedure. There was no procedural delay. There was no patient harm.